Event description:
It was reported that the pt was having hip pain; surgeon revised again in 2009. During the 2nd revision, the surgeon found metal and ceramic debris imbedded in the poly liner from previous revision. (Pt knew the ceramic liner was cracked nine months earlier but had a few events to attend. The 1st revision was pushed out until four months earlier and by then the ceramic liner was worn out).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.